Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily routine startup checks, the cardiosave intra-aortic balloon pump (iabp) unit 's ac indicator light was on, but there was no response when it was turned on. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11corrected field: d4 UDI number. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing pcb power supply monitor. The equipment has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for production. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of the machine not powering on. Performed a visual inspection found the parts to be in good condition.the fat installed the board in cardiosave and tested the part to factory specifications per the cardiosave service manual. Confirmed that the machine would not power on. No root cause defined. Failure analysis received from the supplier for board. Board was re-tested at fctresult: failed step 3.0.0 measure resistor r4&r5 connectivity between j7 _pin12&j7 _pin3. Performed troubleshooting on the board found q2 defectiveprobable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is "manufacturing assembly issue".